Event description:
The customer reported that the system experienced a generator error. This error will result in an uncommanded system shutdown. The customer also reported that the system failed to perform fluoroscopic x-ray. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connections for the x-ray tube controller were evaluated and reseated. The related software was reloaded. The system was tested and found to be working as intended and returned to service.